Manufacturer narrative:
D9: device returned to mfg: 11/21/2023. Device evaluation: one device was received. Per visual inspection, no physical damage was found on the device. Per functional testing. The reported event was not reproduced. The cause was unknown as the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken as no device problem was found.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the spontaneous breathing detection was not working. Patient involvement is unknown.